Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required surgical intervention to treat the pvl. The device was not returned for evaluation as it remained implanted. Minimal information regarding this event was received, the root cause of the plv remains indeterminable. It is likely that patient related factors contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 23mm aortic valve was treated for pvl after the initial implant surgery. Two amplatzer closure devices were inserted in the rcc and lcc annulus. No additional details were provided.